Event description:
It was reported that that the patient was undergoing a heart transplant on (B)(6) 2026. The ventricular assist device (vad) was explanted for transplant.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device related issues were reported. (B)(6) was returned assembled with the pump cable severed approximately 5.5¿ from the pump header. The distal portions of the pump cable, the modular cable, outflow graft, outflow graft bend relief, and outflow graft attachment hardware were not returned. The cuff lock was unremarkable, and the apical cuff was not returned with the device. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no evidence of depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A are currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.